Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 03/18/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during a robotic hysterectomy, the endowrist fenestrated bipolar forceps had a cable break at the distal tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. The complaint regarding a broken cable at the jaw was confirmed by failure analysis.